Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication the sliced tubing event occurred 2 times. The leakage event occurred 2 times. The following information was provided by the initial reporter. It is reported the customer received wingsets with holes found in the tubing which lead to leakage. Verbiage received, - "some staff contacted me with a product issue in january. One of the staff was collecting blood with a 23 g winged butterfly needle and blood was coming out the tubing. She then took another one from the box, and the same thing happened. There was a tiny hole in the tubing. Another phlebotomist has the same issue at the time in another lab test centre. Product # 367364 (23 g winged set) lot # 0308110. Exp 2022-10-31. Today, it happened again with one of my staff in a different lab test centre, same lot #."

Manufacturer narrative:
H6: investigation summary. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication the sliced tubing event occurred 2 times. The leakage event occurred 2 times. The following information was provided by the initial reporter. It is reported the customer received wingsets with holes found in the tubing which lead to leakage. Verbiage received, - "some staff contacted me with a product issue in january. One of the staff was collecting blood with a 23 g winged butterfly needle and blood was coming out the tubing. She then took another one from the box, and the same thing happened. There was a tiny hole in the tubing. Another phlebotomist has the same issue at the time in another lab test centre. Product # 367364 (23 g winged set) lot # 0308110. Exp 2022-10-31. Today, it happened again with one of my staff in a different lab test centre, same lot #."